Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the air bubbles from the reservoir originated near the o-ring. The customer filled the reservoir with room temperature insulin and does not want to troubleshoot. The customer stated that they had to go through reservoirs quickly because they had to purge bubbles. The customer was advised to return the reservoir for analysis for air leaks.